Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's x-ray showed a myocardial perforation approximately four weeks post the device system implant, after presenting to the hospital feeling "uncomfortable." The patient had been in "poor" health and the implant had "lasted [three] hours." Infection was also reported. The lead was explanted and replaced with a new lead. No further patient complications were reported as a result of this event.